Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead possibly lost capture. The physician changed the lead programming and the rv lead remains in use. No patient complications have been reported as a result of this event.